Event description:
Baxter received a report from a pharmacist involving an automix 3+3 compounder. According to the facility, the pharmacist inspected the compounder and discovered frayed wires on the umb (umbilical) cable. The unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "frayed wires on the umb (umbilical) cable" was confirmed during visual inspection. The root cause was due to physical damage to the umbilical cable. This is a stay-in unit and will not be repaired at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.